Event description:
Application for viewing uploaded insulin pump data for tandem t slim insulin pump showing incorrect pump settings. As health care providers base changes in insulin delivery settings on the current settings, this incorrect information could lead to serious adverse events. FDA safety report ID# (B)(4).